Manufacturer narrative:
(B)(4) the explanted products were not returned to neuropace for analysis.

Event description:
The patient was diagnosed with a deep incisional infection. On (B)(6) 2025, the patient underwent explantation of the rns system (neurostimulator and two leads) to treat the infection. Treatment included administration of oral nafcillin.